Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the 8800 system had a dap value 30% low error message. No patient injury was reported.